Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jan-25. The rep restated that the lead revision was scheduled for (B)(6) 2018. Additional information was received from the rep on 2018-jan-29. The patient had surgery to replace the lead that migrated. Their stimulation was turned on after the procedure and they were doing well. The explanted lead was discarded. The healthcare professional (hcp) has no further information related to the patient. No further complications were reported/are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Stimulator is an off-label occipital neuralgia sub q stimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported there was stimulation in the wrong location at the battery site. An x-ray was done, and it showed the lead migrated down to the battery site in the shoulder. Impedances were noted to be within normal limits. A revision was scheduled for (B)(6) 2018. It was noted the patient had an occipital neuralgia sub q stimulator that was off label. No further complications were reported.